Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly reported in the field was not confirmed in the laboratory. The device passed all tests and no anomalies were found. Review of stored egms identified noise that was consistent with a lead anomaly.

Event description:
It was reported that the device was intermittently oversensing. The patient received inappropriate therapy. The device was explanted.